Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. After chilling the device, rf telemetry was established, suggesting a potential intermittent, temperature-dependent issue within the rf circuitry. Additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. Although there were wake-up periods during this testing that were observed to be within the operational threshold (at least 1.8 milliseconds), most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD. Although this behavior resulted in the observed interrogation difficulties, please note that tachycardia therapy remained available to the patient. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock when using a leaf blower. Technical services (ts) reviewed the stored episode, which appeared to be atrial fibrillation (af) with a rapid ventricular response (rvr), leading to changes to the t-wave starting oversensing once the rate is up. Ts provided programming clinical zone settings. The patient presented to the clinic and the s-ICD system was having difficulty completing a remote interrogation. It was reported that yellow collecting waves were seen on the remote communicator. Troubleshooting efforts were performed. It was suspected that the issue was related to the radio frequency settings in the s-ICD. Ts confirmed that the magnet response behavior was normal in the last communication follow up. Additional information received indicates telemetry issues and s-ICD system replacement was recommended. No additional adverse patient effects were reported outside of the inappropriate shock the patient received. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock when using a leaf blower. Technical services (ts) reviewed the stored episode, which appeared to be atrial fibrillation (af) with a rapid ventricular response (rvr), leading to changes to the t-wave starting oversensing once the rate is up. Ts provided programming clinical zone settings. The patient presented to the clinic and the s-ICD system was having difficulty completing a remote interrogation. It was reported that yellow collecting waves were seen on the remote communicator. Troubleshooting efforts were performed. It was suspected that the issue was related to the radio frequency settings in the s-ICD. Ts confirmed that the magnet response behavior was normal in the last communication follow up. Additional information received indicates telemetry issues and s-ICD system replacement was recommended. No additional adverse patient effects were reported outside of the inappropriate shock the patient received. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock when using a leaf blower. Technical services (ts) reviewed the stored episode, which appeared to be atrial fibrillation (af) with a rapid ventricular response (rvr), leading to changes to the t-wave starting oversensing once the rate is up. Ts provided programming clinical zone settings. The patient presented to the clinic and the s-ICD system was having difficulty completing a remote interrogation. It was reported that yellow collecting waves were seen on the remote communicator. Troubleshooting efforts were performed. It was suspected that the issue was related to the radio frequency settings in the s-ICD. Ts confirmed that the magnet response behavior was normal. No additional adverse patient effects were reported outside of the inappropriate shock the patient received. The device remains in service.